Manufacturer narrative:
Concomitant medical products: boston scientific lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low left ventricular (lv) lead impedance on the day that the patient had a mammogram. A second alert occurred approximately two weeks later. The audible alert tone was disabled. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.